Manufacturer narrative:
(B)(4). Visual analysis of the catheter revealed the proximal luer hub was separated from the lumen. Additional analysis revealed that a portion of the extension line was still inside the proximal luer hub. Microscopic examination revealed that the point of separation was smooth and uniform. The length of the proximal extension line measured 1 13/16" , which is within the specification limits of 1 9/16"-1 15/16" per the catheter graphic. The proximal extension line outer diameter measured .0842", which is within the specification limits of .084"-.088" per the extension line extrusion graphic. The proximal extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the extension line extrusion graphic. A manual tug test confirmed the distal extension line was fully secure within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage." The customer report of luer hub/extension line separation was confirmed by complaint investigation of the returned sample. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Due to a rising trend of extension line separations , a CAPA was initiated to further investigate. The root cause has been determined to be manufacturing-assembly related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the lumen hub completely fell off the catheter. The device was removed , and a new device inserted.

Manufacturer narrative:
(B)(4). No complaint sample was returned by the customer; however, the customer provided three photos of the proximal luer hub detached from the extension line. The customer complaint of extension line/luer hub separation was confirmed based on provided photos. However, complaint verification testing could not be performed as the actual complaint sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the lumen hub completely fell off the catheter. The device was removed, and a new device inserted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the lumen hub completely fell off the catheter. The device was removed, and a new device inserted.